Event description:
Cayenne medical recieved a complaint on (B)(6) 2017 in regards to a femoral removal coring reamer. It was reported that "the 9mm reamer broke while attempting to ream. Reamer never got fullly into femoral bone before breaking." The reamer was attempted to be used in an acl revision procedure. No information has been recieved regarding the initial acl procedure or the removed implant during the revision procedure. The reason for revision is not reported, and the complaint only reported the breaking of the reamer.